Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had their battery changed in 2020 due to an increase in seizure frequency. In addition, the device showed elevated impedance on contact 0. The situation improved significantly.